Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed damage to the epoxy header. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a cut electrode wire. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical tests and the mechanical tests performed. This device was explanted for medical reasons. This device passed the tests performed. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another cochlear implant.